Manufacturer narrative:
(B)(4): this complaint for a report of use error - breach in aseptic technique is confirmed, because, it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.

Event description:
During follow-up on an unrelated issue the caregiver (cg) stated that the home patient (hp) had been hospitalized with peritonitis on (B)(6) 2012. Follow-up with the hp's registered nurse (rn) on (B)(6) 2012 was performed and the rn stated that the patient acquired peritonitis due to poor aseptic technique. The client was hospitalized from (B)(6) 2012-(B)(6) 2012 and treated with ancef 2 grams intraperitoneally daily for 2 weeks. Per the rn, the client stated to the nurse that she did not wear a mask and there was touch contamination involved in the set up of the therapy. The rn stated she does not feel that the peritonitis was related to any of the baxter peritoneal dialysis (pd) therapy products and was related to user error. The rn stated that the client has been retrained on proper technique. The peritonitis is still ongoing, however the rn stated that the client is recovering.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information or samples become available, a follow up report will be submitted.